Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9240137, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-28. Medical device lot #: 9240226, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-28. Medical device lot #: 9029598, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 9240137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 9240226. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 9029598. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. The sterilization and dosimetry report the customer allergan is looking for is not part of the documents we provide. It is recommended that the customer allergen works with their supplier vwr. Our quality team regularly reviews the collected data for identification of emerging trends. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 160 bd luer-lok¿ tip syringes from lot 9240137, 640 syringes from lot 9240226, and 480 syringes in lot 9029598 were missing the certificate of sterility in their shipment. The following information was provided by the initial reporter: "upon inspection of the materials listed above, the qc technicians observed that no certificate of sterility was included with the shipments. After multiple requests with the vendor, a certificate of sterility could not be obtained. These lots will fail for documentation requirements per (B)(4), "certificate of sterility".